Event description:
This case was initially received via regulatory authority (reference number: mw5076251) on 11-apr-2018. This spontaneous case was reported by a consumer and describes the occurrence of inflammation ("systemic inflammation") and migraine ("constant migraine") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included ascorbic acid (vitamin c), biotin, cholecalciferol (vitamin d), folate sodium and vitamin k nos (vitamin k). On (B)(6) 2008, the patient had essure inserted. In 2017, the patient experienced migraine (seriousness criterion disability), vertigo ("vertigo") and fatigue ("worsening fatigue"). On an unknown date, the patient experienced inflammation (seriousness criteria disability, medically significant and intervention required), feeling abnormal ("brain fog"), asthenia ("no energy"), procedural pain ("post-surgical soreness") and post procedural swelling ("swelling after removal procedure"). The patient was treated with ibuprofen and surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the inflammation, migraine, vertigo, fatigue, feeling abnormal, procedural pain and post procedural swelling outcome was unknown and the asthenia was resolving. The reporter considered asthenia, fatigue, feeling abnormal, inflammation, migraine, post procedural swelling, procedural pain and vertigo to be related to essure. The reporter commented: an injury (disability) was mentioned but not specified and /or assigned to one of the events. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 11-apr-2018. The most recent information was received on 25-mar-2019. This spontaneous case was reported by a consumer and describes the occurrence of inflammation ("systemic inflammation") and migraine ("constant migraine") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included ascorbic acid, biotin, folate sodium, vitamin d nos (vitamin d) and vitamin k nos (vitamin k). On (B)(6) 2008, the patient had essure inserted. In 2017, the patient experienced migraine (seriousness criterion disability), vertigo ("vertigo") and fatigue ("worsening fatigue"). On an unknown date, the patient experienced inflammation (seriousness criteria disability, medically significant and intervention required), feeling abnormal ("brain fog"), asthenia ("no energy"), procedural pain ("post-surgical soreness") and post procedural swelling ("swelling after removal procedure"). The patient was treated with ibuprofen and surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the inflammation, migraine, vertigo, fatigue, feeling abnormal, procedural pain and post procedural swelling outcome was unknown and the asthenia was resolving. The reporter considered asthenia, fatigue, feeling abnormal, inflammation, migraine, post procedural swelling, procedural pain and vertigo to be related to essure. The reporter commented: an injury (disability) was mentioned but not specified and /or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 25-mar-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.